Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the device shut off on its own, however it was noted that an error was found in the error log, and analysis was also unable to confirm the customer comment that the battery would not charge, however the battery was replaced as a preventive. Analysis did confirm the customer comment that the touch screen did not work and it was confirmed that it worked when it was used with a known, good touch screen and the computing platform (cp) was replaced. Additionally the software was reloaded and it then passed all functional, safety and systems tests. (B)(4).

Event description:
It was reported that the programmer would turn off on its own when checking a patient and when the universal serial bus (usb) cable was disconnected. The battery was removed and the patient's session was completed without using the battery. It was determined that the battery was not charging, and it was recommended that the programmer be used without a battery until a new battery is received. It was subsequently reported that when the programmer was being used without a battery, it had turned off during a patient's threshold test. The caller also reported that the programmer power cord needed to be held in place in order for the programmer to function. It was reported that the only time the programmer would not shut off was when the usb cable was connected to a printer. The programmer remains in use, but may be returned at a later date. No patient complications have been reported as a result of this event. It was further reported that the programmer had been returned to service.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection revealed no anomalies. The battery was inserted into an operating programmer and the charge lights were solid. After ac power was removed from the programmer the programmer operation continued. Battery analysis was performed and no permanent failures were flagged. Conclusion: the battery was fully functional.